Manufacturer narrative:
(B)(4) date sent 12/19/2024 d4 batch #c9ek1y. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no visual non-conformances and with a gst60b reload present. The reload was received fully fired. In addition, a reload pan was found lodged inside the channel. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. Also, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number c9ek1y, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished ech60c, with lot/batch number c9ep92, and no non-conformances were identified.

Event description:
It was reported that during a hernia repair procedure that when attempting to reload the device they were unable to fit the cartridge into the stapler. Another like device was used to continue with the procedure. There were no adverse consequences for the patient.